Event description:
The customer reported to olympus that the visera elite ii video system center front-end light guide rod broke off and became stuck in the light source connector and could not be removed. The event occurred after a diagnostic ear, nose, and throat examination procedure. The patient was not under anesthesia, and the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the connector could not be moved occurred due to faulty light guide. As a result, the light connector remained inside the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.